Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. A photo of the involved device was provided, where only the fiber optic cable connector is visible. Upon further examination of the photo, it was observed that the connector pins were missing. The evaluation confirmed the reported problem. However, since the device was not returned, we are unable to determine how this may have occurred. If the device becomes available for return, an updated evaluation will be provided. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period sep-19 through aug-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The customer disconnected and re-connected the optical sensor connector several times, but the issue persisted. Upon inspection, it was noticed the shape of the connector was defective. The customer had switched to using a transducer to monitor the blood pressure. There was no patient harm or adverse event reported.